Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized and visited to emergency rom due to a hyperglycemia diabetic ketoacidosis . Customer blood glucose level was in range between 800 mg/dl to 900 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b3 and b5 with this report. Information has been added which was not in the initial report. The information has been provided in section h6 with this report. Added loss of consciousness (2418) harm code to the h6 section.

Event description:
The customer reported via phone call that paramedics were called and that they were hospitalized on (B)(6), 2022 due to hyperglycemia and diabetic ketoacidosis (dka). Blood glucose was 800 mg/dl when paramedics arrived. Customer was not coherent, passed out and fell off their wheelchair. Paramedics stabilized user and transported them to the hospital. Ketone test was done and the results were "dka". User was treated with intravenous insulin drip. The customer also stated that they went to the emergency room and were hospitalized previously on (B)(6), 2022 for 1 night due to a high blood glucose ranging from 300-500 mg/dl and a urinary tract infection. No further information was provided for the (B)(6), 2022 event. It is unknown if auto mode was in use. The insulin pump is not expected to return.